Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (dose and concentration unknown) via implanted infusion pump. It was reported that at (B)(6) 2026 refill 10 days before the alarm there was an estimated residual volume 3.2 ml and an actual volume of 1 ml. At the (B)(6) 2026 refill 15 days before the alarm an estimated residual volume 4.0 ml with an actual volume 1 ml. It was unknown if the issue was resolved. It was unknown if surgical interventions occurred. The patient's gender, age, weight, and medical history were asked, but unknown and would not be made available. The patient's status was asked, but unknown.